Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly, the user had stopped hearing with the device end (B)(6) 2021 and in situ measurements were indicative of a device malfunction. The user was re-implanted.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics is not working according to specifications. The failure of the electronic circuitry was probably caused by humidity ingress at detected micro-leaks at the header assembly. Over a certain period of time, humidity will impinge on the electronics and cause damage, potentially leading to complete failure of the circuitry. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
Reportedly, the user had stopped hearing with the device end december 2021 and in situ measurements were indicative of a device malfunction. The user was re-implanted.